Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No rf pic failed alarms were noted. The pump alarmed lost sensor connecting to glucose sensor simulator due to a faulty component on the interface board. The pump successfully downloaded to care link with no errors noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm along with lost sensor warnings. Customer's blood glucose level was 152 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.